Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was not returned by the customer. Therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. As reported the suture broke when the anchor was being inserted. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 210808 lot#:l649477 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that there was an issue with the versalok orthocord device. According to the reporter, the device snapped when the anchor was inserted. It was reported that the same like-anchor was used to finish procedure. It was reported that the same bone hole was used. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.